Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts, with caller noting red light around button and no vibration during troubleshooting. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method insulin therapy.